Event description:
(B)(4). After the essure I bled for two and half weeks, severe pain after being told I would spot for the day and experience no pain. I'm currently dealing with high levels of anxiety, pelvic cramping, back pain, depression, hair loss, pain during sex, constant discharge, weight gain, migraines, headaches for days, metal taste in my mouth, mood swings.